Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, morphine, and an unknown drug at unknown concentrations and dosages via an implantable pump for malignant pain and multiple myeloma. It was reported that about a week ago, the patient had been in more pain. It was stated that the pump didn't appear to be working as intended and needed to be checked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.